Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had duplicate cubie error. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a duplicate cubie error. A technical support specialist (tss) confirmed that the customer that there were multiple duplicate cubies after 1.11 upgrade. Then the tss applied the knowledge article ¿fa mms-24-5044 cubie hh pockets opening incorrectly¿ then advised the customer to reboot the device. After that the reboot, the issue was resolved, and no more duplicate cubies error was seen. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had duplicate cubie error. The customer stated that they were unable to access/issue the medication. There were no adverse events or injuries reported based on this event.